Event description:
It was reported that this pacemaker exhibited a low out of range pacing impedance measurements of less than 200 ohms on the right ventricular (rv) channel causing a lead safety switch. Arrhythmia logbook episodes show oversensing of noise and out of range intrinsic amplitude measurements on the rv channel as well. An integrity issue involving the rv lead was suspected. X-rays were provided for review. The pacemaker remains in service and no adverse patient effects were reported.